Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was recently not having good performance with the device. No trauma has been reported. An x-ray showed the implant to be in the cochlea. Re-implantation is considered.

Manufacturer narrative:
Additional information:according to the currently available information, it appears the problems with the active electrode are most likely broken wires due to an accident or impact. To determine an exact root cause a device investigation of the explanted device is necessary. The complaint will be re-opened if further relevant information is received.

Event description:
It was reported that the patient was recently not having good performance with the device. No trauma has been reported. An x-ray showed the implant to be in the cochlea. Re-implantation is considered but no date has been scheduled yet.